Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the quality control data for qc lot 45 and determined that the qc results were within manufacturing acceptable ranges. The hsc specialist also determined that the customer's slope was higher than the interpreted data resulting in a higher adjustor value and lower counts per second (cps). As per immulite 2000 xpi lipopolysaccharide instructions for use, "use controls or sample pools with at least two levels (low and high) of lbp." The customer reported the results without verifying that the qc values were acceptable. The cause of the patient results being reported out while qc was out of range was due to user error. The system is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Customer reported out patient results when the immulite 2000 lipopolysaccharide (lbp) control module #45 ( llbcm) quality control levels 1 and 2 were out of range (high bias) with the immulite 2000 xpi (lbp) reagent kit 326. During the same time the customer ran the controls they also ran a patient sample pool, which appeared to be stable and therefore they reported patient results prior to reviewing the results of the controls. It is unknown if the discordant results were obtained while the quality controls were out of range. There are no reports of patient intervention or adverse health consequences due to the customer reported patient results while qc were out of range.